Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there is an issue with the 250mg cassettes. Frequently, the pump alarms with a downstream occlusion warning right after being turned on. It was tried replacing the pump, which sometimes resolves the issue, but more often than not, the cassette has to be remade. Reporter mentioned the flow stop on the cassettes causing issues and wonder if this could be the problem. The event occurred while in use with a patient at the patient's home. No patient harm/adverse event reported.

Manufacturer narrative:
Received twelve (12) new devices. List #21-7308-24, as received no damage or anomalies were observed. In attempts to replicate clinical use each cassette was filled with sterile water and inserted into a cad solis pump. The cassette was primed with 10 ml. No difficulties filling the cassette were observed. No alarms or difficulties priming were observed. The complaint of downstream occlusion could not be replicated or confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.